Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was blocked, jammed, and moving heavily, the trigger was broken, torn off, and the housing was damaged. It was noted that the magnet holder was broken, and the housing bottom was oval. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check proper function of the triggers, and check for leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.